Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the defibrillator failed to discharge using pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not oberseved during the review of device history logs and initial testing. The device was put through extensive testing including impedance test, bench handling, defib cycling and shock test without duplicating the problem. The external inspection of mfc connector and test port found no damage. An internal inspection of the device found no discrepancies. Therefore, the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.